Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and cable. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, no response was received from the customer. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.